Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the rewind, basic occlusion, prime and displacement tests. The motor position encoder error alarm and the motion sensor test failure alarm could not be verified due to overwritten history file. The excessive no delivery and occlusion tests could not be performed due to motor error alarms. The device also had a cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error, motor position encoder error and motion sensor test failure. The blood glucose at the time of the incident was 74 mg/dl. The customer does not use the sensor feature and was unable to rewind or perform the displacement test. The insulin pump was replaced and returned for analysis.